Event description:
It was reported that a (B)(6) transmission contained stored egms showing post-paced t-wave oversensing. Programming changes were made. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.